Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "diagnosed with alcl, pain, discomfort, tightness and swollen breast". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported the patient was "diagnosed with alcl, pain, discomfort, tightness and swollen breast". Device was explanted. This record is for the right side.